Event description:
A customer reported experiencing a cartridge alarm 30 issue with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who then switched to a multiple daily injections (mdi) therapy to ensure continuous insulin delivery. The customer was instructed on returning the malfunctioning pump and acknowledged all guidance provided.